Event description:
A talent bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessels morphology were not reported. It was reported that during a follow-up visit there was a type 1 endoleak detected by CT scan. The patient was sent to another facility and the decision was made to convert the patient to open surgical repair and explant the stent grafts due to aneurysm enlargement. During the explant procedure, a type 3 endoleak was seen. The explanted stent grafts has not been received by medtronic. No additional clinical sequelae were reported and the patient was doing fine after the surgery.

Manufacturer narrative:
Evaluation: results: lack of information (films, operative reports and the explanted stent graft were not received). (Endoleak). Evaluation: conclusion: lack of information (films, operative reports and the explanted stent graft were not received).